Event description:
A surgeon reported a patient with an unexpected outcome following an intraocular lens (iol) implant procedure. The patient has one diopter of a myopic surprise. The surgeon is considering exchanging the iol. Additional information was received from the surgeon who reported a limbal relaxing incision was done at the time of surgery. The surgeon reported the use of an unapproved cartridge and handpiece combination and viscoelastic, during the surgical procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information received indicated the use of a cartridge, and a handpiece. This is an unapproved cartridge/handpiece combination for this lens. Additionally, the viscoelastic used is not approved in the cartridge lens model. The product investigation could not identify a root cause for the reported complaint of unexpected outcome. A failure to follow the dfu was also indicated by the use of an unapproved cartridge/handpiece and viscoelastic combination. Additional information was requested and a completed questionnaire was received on (B)(4) 2013. There have been no other complaints reported in the lot number. (B)(4).